Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a blade was cut-out on (B)(6) 2014. On (B)(6) 2014 the patient underwent an open reduction internal fixation procedure for a femoral trochanteric fracture. The patient started weight loading right after the fixation. On (B)(6) 2014 a bone compaction was found via x-ray. On (B)(6) 2014 the blade was cut out. This is report 3 of 4 for (B)(4).